Event description:
It was reported that this integrated circuit (ic) was part of a system revision due to infection. There were no additional adverse patient effects reported. Theis ICD was explanted.